Manufacturer narrative:
Unit was received with no button response due to moisture damage at keypad traces. No moisture damage found inside the insulin pump. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call that he got his insulin pump wet. The insulin pump would no longer turn on. The insulin pump's display went blank immediately after it was exposed to moisture. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.